Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported the infusion sets are causing leaking of insulin and blood at the infusion site. Patient stated, the issue occurs more on her right side than her left side. Patient reported, she will have the infusion site in for around one day and then the leaking or bleeding will start. Patient stated, she is not doing anything to the infusion site after removing it out of the ordinary. Patient reported, she sometimes has pain when inserting the infusion set. Submitted a request for assistance. Patient no longer has the alleged infusion sets to return. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.